Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis (pd) transfer set was "unable to disconnect" from the patient line of a cassette. This connection issue was observed when attempting to disconnect the patient after pd therapy was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.